Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recv1667 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide broken while inserting into the patient. Additional information was requested but not received.